Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with ventricular tachycardia and myocardial infarction. Angiography revealed a de novo lesion in the non-calcified, ectatic, proximal left anterior descending (lad) coronary artery. A non-abbott guide wire was advanced toward the lesion and inadvertently perforated the artery causing bleeding into the pericardium. A non-abbott balloon catheter was advanced to the perforation and inflated in an unsuccessful attempt to stop the bleeding. Following removal of the balloon catheter from the anatomy, a 2.8 x 26 mm graftmaster stent was deployed to seal the perforation; however, the graftmaster did not seal the perforation. Surgery was performed to seal the perforation and pericardiocentesis was performed to remove the blood from the pericardium. The patient was then transferred to the intensive care unit (ICU). No additional information provided.